Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump bolus history showed 31.5 of 35 unit combo bolus performed on 02/15/2012. The black box showed that after the bolus was programmed the pump alarmed for a low cartridge and alarmed "no delivery, insulin level to low to make target delivery" which was confirmed until 2:12 pm when the alarm was cleared. During testing, a 10 unit normal and 10 unit audio bolus were performed successfully and recorded in the pump history. A 35 unit combo bolus was performed successfully. A 35 unit combo bolus was performed with only 35 units remaining in the cartridge and the pump delivered 31.5 units and alarmed "delivery canceled due to low cartridge" appropriately.

Event description:
The patient's mother contacted animas on february 15, alleging that a combo bolus dose was programmed for 0.5 hours and the pump was still delivering insulin well afterward. She programmed the dose at 9:30 am and the pump was reportedly still running the duration of the combo bolus at 1:58 pm. At the time the pump delivered 31 of 35 units. The patient confirmed that the intended amount was 35 units to be given over 0.5 hours. The time and date were confirmed as correct on the pump. The patient stated that the time and date of the bolus dose last night was correct. This complaint is being reported as the pump was allegedly not delivering insulin within the programmed timeframe. There was no reported patient impact associated with this complaint.